Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. Upon interrogation, the atrial lead exhibited low impedance and noise the lead remained implanted.